Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient returned for follow up. A CT scan revealed that the aneurx aortic cuff has migrated 7 mm distally with a proximal type I endoleak. The physician elected to treat the patient with a with another manufacturer¿s cuff and the migration and the proximal type I endoleak were resolved. Per the physician, the cause of the events were related to the patient¿s anatomy, there was continued aortic disease progression with aortic neck dilatation. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.